Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was deletion of device. A technical support specialist dialed into the server and verified devices were deleted. Tse recovered, resent load messages and full synchronized few devices which went to 'unknown device' and received permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis medstation es , user mentioned device deleted accidently. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.